Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, arjo received a customer complaint related to a v4 I ceiling lift. It was reported that the resident had fallen while the lift was being used.on (B)(6) 2018, it was clarified that the event occurred when two nurses were weighing a patient in a sling using the v4 I ceiling lift equipped in a scale. The patient appeared unstable while was in sling so the nurses attempted to adjust her. Subsequently, the patient slipped out of sling backwards onto floor. As a consequence of the event the resident sustained a laceration on the head which required stitches.

Manufacturer narrative:
On (B)(6) 2018, arjohuntleigh received information about an incident which occurred in (B)(6) health system, (B)(6) hospital located in (B)(6). It was reported that the resident had fallen out of arjohuntleigh ceiling lift during a transfer. On 19 jan 2018, further follow-up information was provided and clarified that the event occurred when two nurses were weighing a patient in a sling using the v4 I ceiling lift equipped with a scale. The patient appeared unstable while was in the sling so the nurses attempted to adjust her. Subsequently, the patient slipped out of sling backwards onto floor. As a consequence of the event the resident sustained a laceration on the head which required stitches. No failure within the sling, neither the ceiling device was found upon arjohuntleigh inspection, that could have caused or contributed to the resident's fall. When reviewing similar reportable events registered during last 5 year (jan 2013 until (B)(6) 2018), we have found a limited number of cases with similar fault description - slip out of sling. Based on product knowledge and review of previous complaints, there is no possibility of a person to slide out of the sling during on-label use of the device. There are two factors identified that could contribute to a person sliding out from the sling, as following: - a sling being used that is of a very inappropriate size (several sizes off), - an obvious wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms). Based on the statement given in the incident description form (idf) provided by arjohuntleigh representative after the visit at the facility, the both above scenarios are related to the investigated event. There were concerns that the sling loops (which allow the attached the sling to the spreader bar) were not connected and crossed properly and the size of sling was chosen incorrectly (too large size) for patient. The loop slings instructions for use (IFU 001.03680.33.en rev. 4) indicates the proper procedure of sling attachment to the spreader bar. It also describes step by step how to choose the correct size of sling. Additionally, in the operating manual for the v4 I ceiling lift (001.14150 rev. 4) included following wordings: "always place the sling around the patient according to the instructions enclosed. Follow the lifting procedures outlined in this manual." If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. To conclude, arjohuntleigh v4 I ceiling lift and loop sling were used for weighing the resident when the patient slipped out of sling and fell, sustaining a serious injury. There was no technical failure with the lift nor the sling which might have contributed to the event. Based on information collected and observations made by arjohuntleigh representative, the cause of the reported complaint was related to an inappropriate procedure of the sling attachment and use too large sling for the resident.